Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Two sets of radiographs were provided and reviewed by a radiologist. The review identified that the first set of ap and lateral views on the left was considered as the earlier exam. A medial unicompartmental arthroplasty is anatomically aligned. The second set of images demonstrates interval displacement of the tibial implant with loosening and elevation of the lateral aspect of the implant. The bearing appears laterally displaced. There is no fracture. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 2 years and 3 months post initial implantation, the patient underwent a revision surgery due to bearing dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf uni cmntls tib sz e rm; item# 166579; lot# 7064808. Oxford ph3 cementless fem sz l; item# 154927; lot# 7074558. G2 - foreign: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.